Event description:
Procedure type: wedge resection. According to the reporter: the surgeon used on a lung segmentectomy, and there was an air leak, so the surgeon used a different product. There was just a bit more unanticipated tissue loss due to this problem.

Manufacturer narrative:
(B)(4).